Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a software error alarm on the insulin pump. Customer has a replacement pump being sent to him. Customer was going to use their old insulin pump, but it has three alarm circles. Customer was explained that the program is a safety alarm. Pump's software version number is 3.0. Customer is not using the pump right now. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.